Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811222 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that the needle in the bd¿ syringe could not draw blood back during use, despite being in the vein. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when the nurse performed venous blood collection for the patient, blood returned from the needle after puncture, but the syringe could not draw blood back. After the nurse confirms that the needle is in the blood vessel, she considers the quality of the 5ml syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd¿ syringe could not draw blood back during use, despite being in the vein. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, when the nurse performed venous blood collection for the patient, blood returned from the needle after puncture, but the syringe could not draw blood back. After the nurse confirms that the needle is in the blood vessel, she considers the quality of the 5ml syringe.